Event description:
It has been claimed by the customer that the adjustable handle failed during use: the handle broke at the area of retraction mechanism when the pt was using the handle to support himself to move up at the bed. Fortunately, there were no injuries sustained.

Manufacturer narrative:
(B)(4). We are aware that this is past the 30 day deadline for reporting. Regrettably, the arjohuntleigh employee who first became aware of the type of the device involved in the event failed to report them to the arjohuntleigh designated complaints handling unit, therefore till 3rd dec 2014 we were unaware if this or significantly similar device was ever sold in the USA. The service unit has been reminded about the need of providing complete information in timely manner, in order to prevent this from happening again. Additional information will be provided following the visit at the facility by sales and service technician and conclusion of the investigation. (B)(4).